Manufacturer narrative:
Arkray attempted to gather information and request the return of subject meter. Actual product was not returned for testing and lot number is not known, so retention samples could not be tested. If either strips or meter is returned, arkray will evaluate the product and file a follow-up report. Customer did not return product.

Event description:
Caller indicated the relion confirm meter was giving variable readings. Customer got a reading of 80 and 600 and within 10 minutes of each other. Using proper technique by squeezing finger. Controls not used. Replacing product.